Event description:
Customer called to report that approximately 20 milliliters of one gentamicin reagent cartridge, lot # m111207, was found leaking upon receipt of the ashes. Damage was found only to the internal kit, but not to the shipping box. The cause of the leak could not be determined. Customer was asked to empty the contents of the cartridge and to store the cartridge using proper laboratory procedures in the case that an investigation of the cartridge damage was necessary. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
Customer was offered a new reagent kit, but declined the offer. The other cartridge contained in the shipment was not damaged. Customer has not called back to report any further issues or harm by exposure as a result of the leak. (Note: the beckman coulter, inc. Identifier for this report is (B)(4). Shipment damage determined via telephone